Event description:
The user facility reported that during a right fermoral bypass procedure, pieces of the guidewire were coming off in the pt. On follow-up communication, the user facility could not provide add'l details about the event, the procedure outcome or the pt's condition.